Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-012-60-1440 - logic stem ext 14mm x 40mm 6512163, 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5 6214474, 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t 6449532, 200-02-38 - three peg patella 38mm 6529909, 204-70-00 - tibial stem ext. Screw 6605741, concomitant medical products: z-0023-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2020. The patient presented with left knee stiffness, decreased rom, and pain. Action taken: medication. This event report was received through clinical data collection activities.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent stiffness, decreased range of motion and pain cannot be conclusively determined, however, it is most likely related to the patient¿s underlying condition of arthrofibrosis.